Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4).

Event description:
Malfunction: poor illumination. The reporter stated that the illumination from the probe was poor. No pt impact was reported. Add'l f/u info has been requested.